Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2022-11329. It was reported that the patient presented to the hospital for a scheduled pacemaker changeout. During the procedure, the right ventricular (rv) lead was capped and the right atrial (ra) lead was explanted and replaced.